Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer obtained falsely elevated architect calcium results while using the architect c16000. Sample ID (B)(6) was tested multiple times across three architect analyzers. (B)(6) 2019 on original architect: 2.61, 2.59, 2.55 and 2.57 mmol/l ; (B)(6) 2019 on original architect: 4.59, 4.20, 3.95 and 3.52 mmol/l; (B)(6) 2019 on second architect: multiple retests ranged from 3.02 to 3.70 mmol/l; (B)(6) 2019 aliquote in sample cup on third architect: 2.24, 2.24 and 2.20 mmol/l ; (B)(6) 2019 aliquote in sample cup on second architect: 2.23, 2.23 and 2.23 mmol/l; (B)(6) 2019 aliquote returned to collection tube and retested on original architect: 2.25, 2.28 and 2.29 mmol/l and second architect 2.29, 2.27 and 2.25 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service inspected the analyzer, adjusted and replaced multiple parts. While inspecting the analyzer a nick was found on the mixer paddle. The mixer was replaced to resolve the issue. A review of the service history for the architect analyzer identified no additional contributing factors and no subsequent issues have been reported. A review of manufacturind documentation and trending data for the mixer identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the complaint issue. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.